Event description:
It was reported that the device could not be withdrawn. A 190cm filterwire ez was selected for use. During procedure, it was noted that the filter could not be withdrawn back in the delivery sheath. The procedure was completed with another of the same device. There were no complications reported, and the patient did great.